Event description:
It was reported that a small volume folfusor leaked from unspecified location. The device contained fluorouracil 3150 mg in 115 ml sodium chloride 0.9%. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between may 2, 2024 and may 6, 2024. The device was received for evaluation. Visual inspection using the naked eye revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the leak was found to be an untightened winged luer cap. A functional leak test was performed by filling the device with green colored water. After fill, the blue winged luer cap was securely connected. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was verified. The cause of the condition was due to a user error by not tightening the blue winged cap. The product labeling (IFU, instructions for use), indicates the winged luer cap be securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.